Manufacturer narrative:
(B)(4). Batch # n55c8u. The analysis results showed that the xr30v reload arrived partially loaded with only 13 staples present and all protruding. No functional test could be performed due to the conditions of the reload. No damaged on the cartridge was noted during visual inspection. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, before the surgeon tried to use the device, the cartridge was an abnormal (shape). It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.